Manufacturer narrative:
Event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had persistent atrial fibrillation not on anticoagulation due to gi bleed, and end-stage renal failure on hemodialysis (monday, wednesday, friday). The event date has been estimated to be (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that the patient, who was off of anticoagulation due to a gastrointestinal bleed, experienced atrial fibrillation. The patient was also on hemodialysis due to end stage renal failure. Multiple attempts to obtain additional information were made, however, no response was received. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU lists renal dysfunction, cardiac arrhythmia, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2015 under order s165278. No further information was provided. The manufacturer is closing the file on this event.